Event description:
The user facility reported that water was leaking from the system 1e big blue filter housing. No report of injury.

Manufacturer narrative:
A steris service technician inspected the system 1e assembly and found a crack on the outside of the big blue housing. The technician replaced the housing, ran a diagnostic cycle and confirmed the assembly to be operating properly. No additional issues have been reported.